Manufacturer narrative:
Additional information will be provided once the investigation is completed. The unit with (B)(4) was also implicated in this event.

Event description:
It was reported that the insulation on the unit is cracking or about to crack.